Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device exhibited blurred image. The root cause could not be identified. Based on the results of the investigation, the suggested probable causes such as damage or deterioration of parts, environmental problems such as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited blurred image. There was no report of patient involvement or user injury associated with this event.